Manufacturer narrative:
Findings: unable to prime due to cracked end cap. Pump rewinded properly. However corroded motor home switch noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window. Drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a prime/rewind anomaly. The pump does not recognize the reservoir during the rewinding process (rewind loop). The piston is going as far back as to push out the circle bit on the back side. Insulin pump will need to be returned and replaced. No additional information provided.